Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms one day post implant. Boston scientific technical services (ts) discussed a potential connection issue and discussed troubleshooting options. An invasive procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.